Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding infection the warning section states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additional information has been requested and as reported the information will be provided at a later date. Based on the information provided to date, no conclusion can be made. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via maude event report - mw5068856: "the kugel mesh failed within days of surgery. Surgeon (B) (6). Procedure done at (B)(6). Reported it to the surgeon who thought it was my sperm cord but it was the hernia after I heard the device fall inside me. Immediately went back to the surgeon a few times. I was told it was my sperm cord that was so long and it was actually hernia. My body had sepsis several times. And also many infections after sex that were not std related. Also, severe reaction in which my body had severe anaphylactic reactions. I have to have an open repair and now additional hernias from not being able to exercise. I also taste blood in my mouth after attempting to exercise." The following was reported to davol during follow up with the patient contact: it was reported that the patient has serious pain and anxiety issues and post traumatic stress disorder (ptsd) from the abdominal pain problems. As reported the patient is "doing things to get better" and is looking forward to providing the information that davol has requested. It is reported that the patient will send the requested information to davol when he can "focus."

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided. As reported the patient has been diagnosed with a reherniation. Hernia recurrence is a known inherent risk of hernia repair surgery, and is listed in the IFU as a possible complication. As reported the patient his surgeon are considering revision surgery; however at this time no surgical intervention has taken place. Based on this additional information the results of this investigation remain inconclusive as the degree to which the mesh implant may have caused or contributed to the reported patient outcome cannot be determined. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
The following was reported via maude event report - mw5068856: "the kugel mesh failed within days of surgery. Surgeon (B) (6). Procedure done at (B)(6). Reported it to the surgeon who thought it was my sperm cord but it was the hernia after I heard the device fall inside me. Immediately went back to the surgeon a few times. I was told it was my sperm cord that was so long and it was actually hernia. My body had sepsis several times. And also many infections after sex that were not (B)(6) related. Also, severe reaction in which my body had severe anaphylactic reactions. I have to have an open repair and now additional hernias from not being able to exercise. I also taste blood in my mouth after attempting to exercise." The following was reported to davol during follow up with the patient contact: it was reported that the patient has serious pain and anxiety issues and post traumatic stress disorder (ptsd) from the abdominal pain problems. As reported the patient is "doing things to get better" and is looking forward to providing the information that davol has requested. It is reported that the patient will send the requested information to davol when he can "focus." Addendum based on additional information provided: ni/ni/2017 - the patient saw a urologist who told him he has two nodules in his left testicle. The urologist did not know what the cause was and gave no indication that they were related to the mesh implant. (B)(6)2017 - the patient saw his surgeon. The contact reports that the patient's doctor reviewed the CT scan report and told him he has a reherniation in the area of the mesh and the mesh appears to be crinkled. The patient and his doctor are currently considering revision surgery, however no definitive decision has been made.